Manufacturer narrative:
.

Event description:
It was reported that a physician's handheld was not holding a charge. No patients were affected. A new tablet was provided to the physician. The handheld was received on 10/02/2015, but analysis has not been completed to date.

Event description:
Analysis was completed on (B)(6) 2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.